Event description:
Received essure and have had serious problems thereafter. Abdominal pain, painful menstrual cycle that was as long as 22 days one month and now is a couple times a month. Have never had issues prior to essure, never had to go to the doctor on a regular basis like I've done for the past year. I now have bulging disc in my lower back and severe arthritis in my right hip in which I have had to start pain management and have received 2 cortisone shots to help relieve the excruciating pain from essure. I can barely walk and my life has been a living hell ever since I was implanted with essure.